Event description:
Halyard corflo nasogastric / nasointestinal feeding tube with stylet, two separate tubes placed. First tube advance to the 65 cm mark on the tube, however x-ray showed the tube had not advanced. First tube needed to be removed. Second tube placed to the 65 cm mark on the tube, x-ray showed the tube is advanced, but has a bend in the tube, and makes a turn. The guide wire slid out on its own waiting for the x-ray to be read. Patient's tube feeding was being held awaiting the radiologist to read the x-ray.